Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw was inserted and deployed on the mitral valve. A mitraclip xt was inserted and advanced to the mitral valve. However, the second clip became caught on the anterior mitral leaflet (aml) and chordae. It was noted that both grippers were not functioning as intended. Troubleshooting was performed, but the clip was unable to be removed from leaflet and chordae. Therefore, the clip was deployed where it was stuck, on both leaflets with chordae. However, post deployment, the clip had detached from the posterior mitral leaflet and remained attached to the anterior mitral leaflet (single leaflet device attachment/slda). To stabilize the clip, a third clip, a mitraclip nt, was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (clip caught severely below valve, probably on anterior leaflet and chordae). The reported difficult gripper actuation and foreign body in patient appear to be cascading events of the entrapment of device. The reported incomplete coaptation appears to be related to procedural conditions (grasp not able to be optimized due to entrapment of device, chords caught in clip). The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a